Event description:
Healthcare professional reported, against unknown side. "The expander inserted [and] was found to be damaged, while patient was in the hospital". The device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on radius side assessed as surgical damage. Additional observations: ¿ brown particles observed inner the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported against unknown side "the expander inserted [and] was found to be damaged while patient was in the hospital." Device remains implanted.

Event description:
Healthcare professional reported against unknown side "the expander inserted [and] was found to be damaged while patient was in the hospital." Device remains implanted.

Manufacturer narrative:
Continued e.1 zip code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.